Event description:
It was reported that the patient presented in clinic for a routine check. It was noted that post sensed t wave oversensing (pstwos) was observed on the implantable cardioverter defibrillator (ICD). Programming changes were made. The patient was stable before, during and after the check.